Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse verified proper functioning of the grounding brush, fluidic fittings, dispense angle on both probes, spin motors, tube lifter settings, luminometer gaskets, incubator, water and substrate pump volumes, and pump draining. The cse replaced the sample probe due to the poor dispense angle, checked the dual resolution dilutor (drd) seals, reconfigured the drd seals, checked the sample probe alignments, and adjusted the tube centers on the carousel positions. The priming did not show any issues with bubbles in the sample or reagent lines, or bubbles in the water and substrate pumps. The cse ran water tests, precision testing on quality controls and adjustments, which were acceptable. A siemens headquarters support center specialist reviewed the information provided by the customer and stated that the discordant results can occur in patient samples if the optimal sample handling is not being performed including the appropriate clotting and spinning of the samples. Additionally, the customer was using hcg testing on the patient sample for the monitoring of trophoblastic disease, which is not a validated application of hcg assay on the immulite 2000 instrument. As per the immulite 2000 hcg instructions for use, the intended use of hcg testing is "for in vitro diagnostic use with the immulite® 2000 systems analyzers - for the quantitative measurement of human chorionic gonadotropin (hcg) in serum, and for strictly qualitative determinations in urine, as an aid in the detection of pregnancy". The cse informed the customer that they were using hcg assay for an off-label application. The cause of the discordant, falsely elevated result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on one patient sample on an immulite 2000 instrument. The customer was using hcg testing for the monitoring of trophoblastic disease. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The sample was repeated five times on the same instrument, also resulting lower. The customer then repeated the sample on an alternate platform, which resulted lower. The lower results were in line with the clinical expectation. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated hcg result.